Event description:
It was reported that the insulin pump alarmed no delivery during manual priming. The customer's blood glucose was unknown at the time of the incident, since the customer was reporting an event that happened a month ago. The customer stated that the issue was resolved by changing the reservoir and the infusion set, and the tubing seeded to be blocked by a piece of plastic. The customer stated that they were also having issues with the sensor glucose and blood glucose value discrepancies; the two values were not matching. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.